Manufacturer narrative:
(B)(4). Similar to device under 510(k) : p070016. (B)(4). Summary of investigational findings: based on provided information it was not possible to determine the cause of this event; however the complaint history of this device has shown that system fraying can either be related to calcified vasculature or advancement through preimplanted device. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: vascular surgeon was following preparation and initial advancement of zenith tx2 device into cfa/eia resisitance was encountered despite normal non-calcified arteries. Introduction aborted and device withdrawn. Proximal end of flexor sheath and transition to dilator tip observed to be 'jagged' and degrading. Surgeon elected to remove and discontinue use of device. Completion of tevar procedure was accomplished with alternate zenith devices from consignment - zteg-2p-32-120-pf and tbe-34-77-pf. Patient outcome: no adverse effects to the patient were reported due to this occurrence.